Event description:
It was reported that an unspecified number of 0.3ml 31gx6mm u-100 insulin syringe walmart experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 328521, batch no. 9105545. Verbatim: from phone call: consumer reported needle shield difficult to remove and needle hub separated and stayed inside of the shield prior to doing injection. Consumer does not re-use. No exp date. Occurrence date (B)(6) 2019.

Manufacturer narrative:
Investigation summary: customer returned one (1) loose 31g x 6mm, 0.3ml relion insulin syringe from lot 9105545. Consumer reported needle shield difficult to remove and needle hub separated and stayed inside of the shield prior to doing injection. The returned syringe was examined, and it was observed that the needle-hub/shield assembly was separated from the syringe barrel, and that the barrel tip was damaged. The cause of this issue likely occurred during the manufacturing process. A review of the device history record was completed for batch #9105545. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one notification [200818977] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates, damaged barrel tip). As per investigation completed by manufacturing, "on 10 oct 2019, holdrege received a photo complaint. A visual evaluation of the photo exhibited a barrel with a damaged tip pod. Process summary: the barrel printer applies ink from a substrate to a molded barrel that has been treated with corona, to get a good adhesion of the ink to the molded barrel. There were no notifications or maintenance dispatches during the timeframe of this batch that pertain to this defect. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. "

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of 0.3ml 31gx6mm u-100 insulin syringe (B)(6) experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 328521, batch no. 9105545 verbatim: from phone call: consumer reported needle shield difficult to remove and needle hub separated and stayed inside of the shield prior to doing injection. Consumer does not re-use. No exp date, occurrence date (B)(6) 2019.